Event description:
While setting up a new purewick, it was noted the purewick didn't have suction. Another purewick was obtained and worked without difficulty. Manufacturer response for female external catheter, purewick female external catheter (per site reporter). Equipment failure reported to bard customer service. Equipment is available for return to manufacturer.